Event description:
The facility reported an incident of "blood backing up in tubing without alarming". The facility states that the device was being used on an oncology pt who had a double lumen subclavian line. The pt was returning to the picu from the operating room and was reported to be in septic shock. Channel a was infusing lactated ringers at 60cc/hr. A piggy back that was infusing an unknown antibiotic by gravity was connected to the line from channel a. The facility stated that the piggy back was connected to a port located after the pump. Channel c was infusing an unknown medication at an unknown rate. The lines from channel a and channel c were then connected together after the pump into a single site of the subclavian line. Once the nurse noticed the blood backing up, she placed a stopcock at the connection between the end of the IV tubing and the subclavian line and manually pushed three 60ml boluses of saline. No pt injury or adverse outcome resulted. No additional info is available. The facility was not able to identify the actual device used on the pt at the time of the incident. The facility sent two pumps for eval.